Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loop recorder was unable to complete transmission with multiple attempts. Bluetooth timer counts down and restarts with no success. Latest software download was performed successfully. No adverse results were reported.